Event description:
It was reported that the right ventricular (rv) lead suffered a microdislodgment, this came to be after the physician asked to have the device interrogated. The right ventricular (rv) lead was successfully repositioned. No adverse patient effects were reported.